Event description:
It is reported that a customer experienced high blood glucose of 401 mg/dl. The customer stated that there were air bubbles in the reservoir because the insulin was not stored in room temperature. The customer was assisted with completely priming the air bubbles out of the pump and continued with trouble shooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.